Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion with 90% stenosis degree in a severely tortuous segment of the proximal lad. The device could not be pushed through the lesion because of severe calcification. The device was retrieved.